Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference numbers: 2017865-2021-28635. It was reported that the patient presented in clinic with twiddler's syndrome. The left ventricular (lv) lead was found to be dislodged via fluoroscopy imaging. The lv lead was explanted and replaced. During procedure, right ventricular (rv) lead insulation damage was noted. The rv lead was also explanted and replaced. Patient was stable throughout.

Manufacturer narrative:
A full lead was returned in one piece for analysis. Electrical testing, visual inspection and specification analysis were normal with no anomalies found.